Event description:
It was reported that during a lap gastrectomy, the device was locked out at the 1st stroke of the 1st firing. Some staples of the proximal part were unformed. The target tissue was not resected. The device was released with the manual knife reverse switch. The target tissue was normal. There was no unexpected noise at the firing. There was no unexpected resistance at closing. The device was not fired across something hard such as a clip or an existing staple line. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Premature sled movement the device was received for analysis with no visual non-conformances and with an ecr45b cartridge reload loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved it's complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.